Event description:
Alcon recieved a copy of a medwatch report completed by a nurse at the user facility. Report states that during intraocular lens (iol) implant surgery, the iol did not unfold properly inside the eye. The surgeon manipulated the iol to try to get it to unfold and the posterior capsule developed a rent due to the surgeon's manipulations. An unplanned vitrectomy was performed to facilitate removal and replacement of the iol. A second iol was inserted into the sulcus without complication.